Event description:
Hospital reports that during a hysterectomy procedure, it was alleged that handpiece became warm and motor froze; error messages showed "overheated motor" and "jammed motor." The hospital did not have a backup system and switched to open surgery to complete. Procedure was completed with no patient impact reported other than bleeding during switchover. Bleeding was stopped and procedure completed.